Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. This information was received from the psr mcs therapy base. Product event summary: ventricular assist device (vad) hw41553 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced epistaxis and presented themselves to the emergency department (ed). The patient¿s international normalized ratio (inr) was 3.8 and they were admitted for observation. The physician packed the patient¿s left nare and hemostasis was achieved. Of note, the patient was placed on antibiotics while the packing was in place. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pr e-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced epistaxis and presented themselves to the emergency department (ed). The patient¿s international normalized ratio (inr) was 3.8 and they were admitted for observation. The physician packed the patient¿s left nare and hemostasis was achieved. Of note, the patient was placed on antibiotics while the packing was in place. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.